Manufacturer narrative:
Manufactures investigation conclusion: the reported event of driveline fault alarms was confirmed via analysis of the submitted log files. The log files contained approximately 65 days of data combined ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log files captured intermittent driveline fault alarms from (B)(6) 2020 at 1:49:17 to (B)(6) 2020 at 4:24:18 due to phase 3 being measured lower than phases 1 and 2. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Technical services recommended exchanging the controller for a controller of type (B)(4), or with a serial number greater than (B)(4). Multiple requests were made to obtain additional event information (including the serial number of the controller associated with the event, if the cause of the driveline fault alarms was identified, if there have been any further driveline fault alarms, and if any equipment was exchanged); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis as the system controller was not returned for analysis and the serial number was not provided; however, the reported event appears to be related to a controller issue. Similar events related to driveline faults have been identified and a corrective and preventive action (CAPA) has been implemented to address this issue. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review due to driveline fault alarm. Log file submitted revealed driveline fault alarms on (B)(6) 2020 until (B)(6) 2020. The driveline fault alarm appears to be the characteristic of an early driveline fault due to the sensitivity of the driveline fault detection circuitry. It does not indicate a problem with the percutaneous lead. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. Additional information was requested but not provided.